Event description:
On (B)(6) 2010, a literature article was retrieved describing a female (the pt's age at the time of the event onset was not reported; the pt was (B)(6) at the time of the report) who received an injection of hyaluronic acid (ha) dermal filler (brand name not reported). Park, hj, jung, kh, kim, sy, lee, jh, jeong, jy, kim, jh. Hyaluronic acid pulmonary embolism: a critical consequence of an illegal cosmetic vaginal procedure. Thorax 2010;65 (4): 360-361. Medical history was not reported. The pt did not smoke and denied a history of drug abuse. The pt's skin type was not reported. Concomitant medications were not reported. The pt received an injection of hyaluronic acid (ha) dermal filler on an unspecified date in 2008 for g-spot amplification. On an unspecified date in 2008, the pt visited the hospital for mild dyspnea with cough. The pt had a plain chest x-ray that showed patchy infiltrations in both lower lung fields. The pt did not inform the physicians at the hospital of the procedure she had received. The pt's symptoms and radiographic abnormalities improved spontaneously. No additional info was provided. The lot number and expiration date were not reported.

Manufacturer narrative:
The healthcare professional also reported info regarding one additional injection of hyaluronic acid dermal filler in this pt ((B)(4)). Additional PMA/510(k): p020023.